Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead sent a letter requesting an identification card and noting she was experiencing medical problems that would relate to boston scientific. Local area sales representatives were contacted, however at this time additional information was unable to be obtained. To date, no adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.